Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that recorded episodes prior to device implantation were noted to be present on a remote monitoring transmission. It was further noted that ventricular fibrillation detection was programmed on approximately one month prior to implant. The device is still in use. No patient complications were reported as a result of this event.